Event description:
The consumer reported that the unit turned off unexpectedly while the user was sleeping. The user stated that she did not recall hearing an alarm prior to the unit turning off, but woke up because there was no oxygen flowing through the unit.